Event description:
Philips received a complaint on the v60 ventilator indicating that there was a machine and proximal pressure sensor failure. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The field service engineer (fse) stated that during onsite service, a machine and proximal pressure sensors failure error code was resolved by replacing the power supply and motor controller (mc) printed circuit board assembly (pcba). The investigation concludes that no further action is required at this time.